Event description:
It was reported that the battery housing opened during surgery. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device has not been received at the manufacturer for testing.  An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the battery housing opened during surgery. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The customer comment was confirmed. The delrin ball was confirmed to be missing from the battery housings during evaluation. Based on similar complaints, possible causes of a missing delrin ball include wear and tear, mechanical damage to the delrin ball that can cause it to shatter, or degradation of the delrin ball due to extended autoclaving.